Event description:
Us complainant reported that the automated impella controller (aic) was having on-going placement signal not reliable issues. Echo was ordered and completed to confirm placement. Staff continued support with the aic and impella. No known patient harm or injury.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Data analysis: the imc logs confirm that there was a placement signal unreliable alarm i.e. [(B)(6) 2023 07:24:01 imcgui: event set: #130 from 9 (1)]. See (B)(6)_imc_logs.pdf. The alarm was preceded by numerous messages of invalid optical bench data samples due to a low optical snr. I.e. [(B)(6) 2023 07:22:51 ossiopsens set invalid_bad_snr_sample_mask]. See (B)(6)_imc_logs.pdf. Device analysis: the console was inspected in the lab. After optical connector was inspected and cleaned, snr test was conducted (section 13 of the functional test (0042-7316)). It was observed that the snr was passing the spec >2000. See (B)(6)_obt.png. Then the fringe pattern of the optical bench was inspected both with an oscilloscope when a pump attached to the console and without one. It was observed that there was an anomaly with the pattern consistent across the two test setups. See (B)(6)_no_pump_fringe_ptrn. Png and (B)(6)_pump_fringe_ptrn.png. Conclusion: the root cause for the unreliable placement signal alarms was a low signal not reliable due to a defective optical bench. This failure mode of optical signal issue is not directly related to the reported pump complaint investigated in 23-19573-1 of pump stoppage. Repair task: field service instructed to replace the defective optical bench, (0042-1012). Return defective subcomponent to engineering. Perform sections 23 of the preventative maintenance procedure. (0042-7309) perform full functional check (0042-7316). A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.